Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk also, unable to perform occlusion test, excessive no delivery test due to prime anomaly. However, the insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. No compromised force sensor system alarm noted. The insulin pump was received minor scratched display window and broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 93 mg/dl at the time of call. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.